Manufacturer narrative:
This report will be amended when our investigation is complete. Device returned, not yet evaluated.

Event description:
It is reported that the patient was revised due to subsidence of the tibial component. During revision the knee was noted to have hyperplastic synovial tissue.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.